Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2017 and the physician had difficulty deploying the electrode array. The physician then performed a hysteroscope and noted a perforation in the cervix. The procedure was completed. No intervention was required.